Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid.